Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the events was not reported. It was reported that the patient was hospitalized. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a3a, b1, b2, b3, b5, b6, b7, d10, e1, e3 and h11. B5: upon follow up, it was reported that the patient was diagnosed with peritonitis manifested by cloudy effluent. The cause of peritonitis was reported as exit site infection and tunnel infection. The patient was hospitalized one day after diagnosis. The patient was treated with unspecified antibiotics. It was reported that antibiotic treatment was discontinued however the "peritonitis symptoms recurred". It was reported that the patient had not recovered from the peritonitis. Pd therapy was discontinued and scheduled to be resumed 1 or 2 weeks after catheter removal. Based on additional information received, the vantive peritoneal dialysis disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.